Event description:
The manufacturer received information alleging a trilogy100 ventilator "cannot be charged". There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The technician confirmed device worked normally after replacing the power supply kit (trilogy power supply and system board power management) and valve (active exhalation control module) to address the issue.